Event description:
It was reported to medtronic minimed that the customer reported crack. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was found on electronic stack. Isolate to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of belt clip rails damage were not confirmed when no damages to the belt clip rails were noted during visual inspection. However, allegations of other cosmetic damages were confirmed when cracked case (battery tube) was noted. Additionally, unit was received with blank display. Isolate to electronic assembly. Unit was also received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.